Manufacturer narrative:
(B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to confirm that all parts are accounted for and inspect the device to look for any mfg deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the mfg batch record. We are unable to confirm any quality defect at this time. Medical assessement: these medical events are possible undesirable events with the use of essure and are not necessarily indicative of a quality defect. This case also reported a use error which is not indicative of a quality defect. No complaint sample was provided for a technical investigation. No batch number was reported. Neither a technical batch investigation nor a batch cluster review in the (B)(4) database for a more detailed statistical medical eval is possible without a batch number. At the time of this medical assessment, the technical investigation concluded "unconfirmed quality defect." Based on the info available, there is no reason to suspect a quality defect. F/u received on (B)(4) 3014: the required number of f/u attempts has been made, with no response to date. Case closed.

Event description:
This is a spontaneous case report received from a physician in united states on (B)(6) 2014 which refers to a female pt of unspecified age who received essure (fallopian tube occlusion insert) and experienced issues related to nickel allergy, complained of itching, and tried to remove essure in the office but was unsuccessful. No info given on pt's history, past drugs and concurrent conditions. It was not reported whether the pt received any concomitant medication. The pt had essure (fallopian tube occlusion insert) inserted for permanent birth control. It was reported that the pt has essure within the past 2 years. On an unspecified date, the pt experienced issues relating to nickel allergy. She complained of itching, went to another hcp to have essure removed. He tried to remove essure in office but was unsuccessful. Physician took the pt to surgery and removed essure and one of her tubes but she was still complaining of issues. No further info provided. Reporter causality: the relationship between experiencing issues relating to nickel allergy, complained of itching, and tried to remove essure in the office but was unsuccessful and essure was not reported.